Event description:
The patient's spouse reported that there was a "malfunction" of the lv (left ventricular) lead. Follow-up did not yield any additional relevant information regarding this event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6932 implantable tachy lead (B)(6) 1997. (B)(4). Lead remains in use.